Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the reported dislocation of patient's left hip on (B)(6) 2014. In providing medical records for a revision of patient's left hip on (B)(6) 2018, rep provided office notes which indicate the patient had a left hip dislocation (B)(6) 2014. None of the records provided indicate if, or how, the dislocation was addressed.

Event description:
This pi is for the reported dislocation of patient's left hip on (B)(6) 2014 in providing medical records for a revision of patient's left hip on (B)(6) 2018, rep provided office notes which indicate the patient had a left hip dislocation 20/mar/2014. None of the records provided indicate if, or how, the dislocation was addressed. Medical review confirms that no revision surgery took place for the 2014 event, it was treated by closed reduction. Review also confirmed shell and stem malposition and impingement between the liner and the stem.

Manufacturer narrative:
An event regarding dislocation and closed reduction involving a crossfire liner was reported. The event was confirmed by medical review. Method & results: product evaluation and results: product inspection was performed as under a 2018 revision event. Visual inspection was performed as part of the material analysis report (mar), dated ii (B)(6) 2018 which indicated: the articulating and distal surfaces of the head are shown. Damage was observed on the distal surface of the head. This damage is consistent with contact against a hard object. The taper of the head is shown with damage and debris being observed. The damage is consistent with contact against the stem trunnion. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis. A material analysis has been performed. The report concluded: damage and debris were observed on the stem trunnion and head taper. Damage was also observed on the distal surfaces of the head and insert. Scratching was observed on the articulating surface of the insert. This is a common damage mode of uhmwpe. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy, the stem debris was consistent with the stem base alloy, biological material and a corrosion product, and the head debris was consistent with a corrosion product, the stem base alloy, biological fixation and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: left total hip arthroplasty was performed some time in 2003 in a female patient of 65-years (1948) with severe obesity (bmi=39) using an accolade tmzf stem with stryker cup (securefit) crossfire offset liner and cocr 28-mm/+12 femoral head. No information is available about primary arthroplasty or interval performance of the hip until a hip dislocation occurred on (B)(6) 2014, requiring a closed reduction although no further details were provided regarding the conditions surrounding this event nor specific details of treatment thereof although later information reported that no surgery was performed around this time. Because no surgery had been performed, the subsequent clinical, x-ray and explant information that became available for the problems in 2018 can also be used for evaluation of the problems occurring in 2014. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other similar events for the lot provided. Conclusions: the medical review concluded the following: complex malposition of components with low inclination/high anteversion of the cup shell in combination with non appropriate use of an asymmetric liner and low implantation position of the accolade stem requiring an extra-long skirted femoral head in a previous pelvic fracture deformity contributed in concert to a high risk on impingement, evident in the mar, contributing to overload in the bearing with dislocation occurring and requiring a closed reduction without revision surgery required at this time. Does the review identify any procedural related factors that contributed to the event? Cup malposition in low effective inclination and high anteversion plus severe medialization of the cup inappropriate use of an asymmetric liner low implantation position of the stem requiring a skirted femoral head for compensation with increased risk on impingement as side effect does the review identify any patient related factors that contributed to the event? Prior pelvic deformity due to trauma severe obesity (bmi=39) as minor secondary factor does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices as also supported by the mar findings of 2018. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.